Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by vomiting. The breach in aseptic technique was described as "not maintaining hygiene". On the same day as the event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1g as start dose, followed by 1 g, ongoing, route, frequency not reported), emeset injection (as needed, dose, route, frequency and duration were not reported) and amikacin injection (125mg, ongoing, route, frequency not reported) for peritonitis. At the time of this report, the patient was recovered from vomiting, remained hospitalized and was recovering from the peritonitis event. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information: b5 and b6 b5: at the time of this report, antibiotic treatment was discontinued, the patient was recovered from the event and was discharged from the hospital after two weeks. Should additional relevant information become available, a supplemental report will be submitted.